Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they received an alert 113 (reduced water temperature control) three times on arctic sun device. Patient temperature was 33.9c. Targeted temperature was 36c. Water temperature was 25.9c. Flow rate was 2.7lpm. Pump hours were 4131. Heater command 100 percentage. Water level was 5. The device was plugged into the bed earlier and the device lost power. They plugged it into a wall outlet and powered it back on. When they powered it back on they got a low reservoir alert and added water without emptying pad first. Walked nurse through draining excess water from the circulation tank. Water temperature did not increase. Emptied pads. Water level remained at 5. Had nurse drained approximately another cup of water from the circulation tank. Water temperature decreased to 24.7c (temperature dropped when therapy was stopped and pads were emptying). Drained a little more water, but water temperature still not increasing over 27c. Suggested sending device to biomed to drain and refill reservoir and check heater.

Manufacturer narrative:
The reported issue is confirmed. The root cause identified is a failed level sensor. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they received an alert 113 (reduced water temperature control) three times on arctic sun device. Patient temperature was 33.9c. Targeted temperature was 36c. Water temperature was 25.9c. Flow rate was 2.7lpm. Pump hours were 4131. Heater command 100 percentage. Water level was 5. The device was plugged into the bed earlier and the device lost power. They plugged it into a wall outlet and powered it back on. When they powered it back on they got a low reservoir alert and added water without emptying pad first. Walked nurse through draining excess water from the circulation tank. Water temperature did not increase. Emptied pads. Water level remained at 5. Had nurse drained approximately another cup of water from the circulation tank. Water temperature decreased to 24.7c (temperature dropped when therapy was stopped and pads were emptying). Drained a little more water, but water temperature still not increasing over 27c. Suggested sending device to biomed to drain and refill reservoir and check heater. Per follow up information received on (B)(6) 2024 it was reported that therapy was completed on a different device on the 60 year old female patient without any impact. The device was over cooling the patient and advised to get a different device.